Event description:
When the catheter was removed from the pt's stomach, the dome separated from the shaft. The dome remained in the pt. After 4 days the dome was voided as feces. This was a scheduled removal.